Event description:
It is reported that a customer has issues regarding their sensor displaying wrong readings of sensor and blood glucose. The patient's blood glucose was at 400 mg/dl. The customer stated that they had an episode of diabetic ketoacidosis because the sensor was not recording that the patient was having high blood glucose. The customer was assisted with troubleshooting and was informed that the sensor needs to be replaced. The customer was sent a four new sensor. No further information was provided.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.